Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve (ID: 828814pl) was implanted without issues. The valve was explanted due to suspected failure. The surgeon believes the valve failed due to yellowish build up on distal end of valve.

Manufacturer narrative:
Was the issue detected during or after implantation? Answer: after. Current status of the patient. Answer: doing well. Did the patient have any signs and symptoms due to the product problem? Answer: yes, pseudomeningocele pocket around shunt valve. Was the valve replaced? Answer: a new fixed medium pressure valve was placed (B)(6) 2022 after explant of the certas valve.

Event description:
N/a.

Manufacturer narrative:
Certas plus (ID 828814pl) has been returned for evaluation. DHR - review of the history device records for the product code 82-8814pl was not possible as the lot number provided by the customer could not be found in our system. Unique device identification (UDI) - (B)(4). Failure analysis - the position of the cam when valve was received was at setting 1. The valve was visually inspected, needle hole in the needle chamber was noted. The valve was hydrated. The valve passed the test for programming, flush, leak, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve, at the time of investigation no function issues were noted.

Manufacturer narrative:
Unique device identification (UDI): (B)(4). The certas valve (ID 828814pl) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a probable root cause for the reported complaint is due to biological debris and protein build up interfering with the valve mechanism. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a